Manufacturer narrative:
Concomitant medical products: 5072-52, lead, implanted: (B)(6) 2004.

Event description:
It was reported that there was an alert triggered for right ventricular (rv) lead noise. It was noted that review of stored egms (electrograms) show on noise event that appears to be qrs waveform consistent with previous qrs in morphology and timing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.